Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument had the damage at the tip, specifically a cable at the tip was damaged. There was no material missing or thermal damage found. There was a loss of motion as the grips were not opening and closing. The instrument will be sent for evaluation and a picture was sent.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.